Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was reported that the tubing had disconnected. Tubing was replaced afterwards. No adverse effects were reported.